Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/2/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak anchor did not fully seat upon insertion and there was a lot of resistance when shuttling the knotless mechanism. The anchor ended up pulling out upon tensioning. Another ar-3636 knotless fibertak from the same lot number was used to complete the case. This was discovered during a labral repair procedure on (B)(6) 2023.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.